Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the needle was inserted into the outer edge of the cartridge septum, insulin appeared to leak back out of the septum. Reportedly, this occurred with multiple cartridges. There was no impact to the user's blood glucose level. The user successfully reinserted the needle and filled the same cartridge for both events.